Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor exhibited false pause episodes noted via remote follow-up. Programming changes were recommended, however, since it was a recent implant, physician elected not perform any intervention, continue to monitor the patient and observed as the implant site continues to heal if more episodes were noted. Patient was stable.